Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device delivered malformed staples. The procedure was completed by hand suturing. There was no reported patient consequence.